Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis and weight loss in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. During a call with baxter customer services (bcs), the following information was reported. On (B)(6) 2012, the patient experienced peritonitis and weight loss. The cause of the peritonitis and weight loss was unknown. On that same day, the patient was hospitalized for the events. The patient was treated with vancomycin and fortaz. On (B)(6) 2012, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. The patient had not yet recovered from the weight loss. Per the nurse, the events of peritonitis and weight loss were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd892778 and gd892554 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.